Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the customer was unable to interact with the pump. The customer's blood glucose (bg) level was 113 mg/dl. The customer reported not having an alternate method of insulin delivery and did not plan on obtaining any. The customer would monitor bg levels and tandem technical support advised the customer to go to a hospital to obtain therapy if bg levels become dangerous or if the customer is concerned.